Event description:
The report received from the affiliate states that during a below the knee (btk) leg catheterization, the physician used a 3.0x15 sleek otw balloon ((B)(4)) to dilate a highly calcified and stenosed lesion. During the inflation the balloon burst. Upon the balloon's shaft retrieval a piece of the balloon was caught and cut off in the artery. This piece was not retrieved. The age gender of the patient is unknown. The product was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire. It is unknown if there any resistance noted while advancing the product to the target lesion. When the balloon was placed in the lesion, pressure was applied and the balloon inflated normally. There was high calcification was observed at the area of the inflation, and caused the balloon to burst. It is unknown at what atmospheres the balloon was inflated when it burst. The balloon burst during its first inflation. A standard indeflator (brand unknown) was used to inflate the balloon. The brand of contrast used in the procedure is unknown. The contrast to saline ratio used to inflate the balloon is unknown. After the balloon burst it is unknown if the physician attempted to retrieve through the guide catheter. According to the physician, the balloon was torn due to the sharp calcification characteristics of the lesion. The separated portion of the balloon remained in the area of inflation after the balloon catheter was removed from the patient. The separated piece remains in the artery. The physician managed to cross the lesion using sub-intimal technique and placed a stent sub-intimal to ensure patency in the new sub-intimal tract that was created, in this way the missing piece in the artery lumen was also pressed and kept in position.

Event description:
The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of balloon burst and separation could not be confirmed. Review of the information provided and the comment by the physician suggests that lesion characteristics may have contributed to the reported event. Based on the available clinical information there is no indication of any manufacturing issues; therefore, no corrective actions will be taken.

Manufacturer narrative:
It is unknown if the piece of balloon is going to eventually be removed. The procedure was successfully completed. The patient is feeling well and is stable, with good pulse present at the foot. According to the physician the event occurred due to the extreme calcification and severe disease in the artery. The sub-intimal angioplasty that was done was the selected solution to ensure patency. This medwatch is being filed by cordis as the importer of the sleek balloon in accordance with sec. 803.40 governing importer reporting requirements. Additional information will be submitted within 30 days upon receipt.